Event description:
It was reported that the patient experienced high blood glucose levels for four hours which was treated with injection on (B)(6) 2026. The patient inserted cannula in hardened tissue which led to bent cannula.

Manufacturer narrative:
E1: (B)(6). Event country: (B)(6). Name: medtronic minimed. Country: united states of america. Street address: 18000 devonshire street. City: northridge. State: california. Zip code: 91325-1219. Based on the available information, this event is deemed to be a serious injury. Request was performed for additional information including lot number; however, lot number was not provided. A complaint investigation was initiated under complaint investigation. Unfortunately, no specific lot number was identified, which limits the ability to trace or analyze a particular item. Investigation in progress. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number. Reporting site: 8021545. Manufacturing site: 3003442380.